Event description:
Revision surgery ¿ on (B)(6) 2012 the surgeon performed a total hip arthroplasty on the pt. Two weeks post operation x-rays showed that the acetabular shell was loose. The surgeon noted in the primary surgery that the acetabulum was extremely soft and it was difficult to seat the shell properly, which is why he inserted two screws into the shell. On (B)(6) 2012 the surgeon removed the 58mm p2 porous coated hemispherical shell with screw holes along with the x-alt liner, two bone screws, and the delta ceramic head. The surgeon then inserted a stryker shell and liner and used a djo 44 mm biolox delta ceramic head. After performing the proper range of motion, the cup was still not placed satisfactorily. Therefore, the surgeon removed the stryker cup and placed a new stryker cup in, using a different size head. The surgeon then replaced the 32 +7.0mm biolox delta ceramic head. This proved to be satisfactory placement, and the wound was closed.

Manufacturer narrative:
On (B)(6), 2012 it was reported by an agent that a revision surgery was performed after an x-ray two weeks post-op showed a loose acetabular shell. The doctor mentioned in june that the acetabulum was very soft and had a hard time getting the shell to seat properly. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). A review of the product complaint report history shows this is the first complaint against the acetabular shell. The root cause for the revision surgery is a loose acetabular shell about two weeks post-op. The root cause for the loose shell is most likely poor bone quality; the doctor described the bone as soft during the primary surgery. There is no evidence of a design or manufacturing problem contributing to this complaint.